Manufacturer narrative:
Philips service assisted maquet technicians, and the table was returned to use with restrictions. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a geometry reset issue linked to maquet hardware I/o error on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.